Manufacturer narrative:
Additional observations/impressions were made during the review of the procedural CT and tee images by an edwards physician proctor: angiogram: right coronary is small. Calcium in mitral valve. Stent in coronary. Calcium present in stj. Mild to moderate calcified leaflets. Al1 and straight wire visualized in subsequent images. Wire in good position against apex. Bav performed. S3 pre-deployment is co-axial. Slow inflation, good expansion noted. Nothing abnormal noted during implant. Valve deployment uneventful. Intra-operative tee: long axis color images demonstrate trace to mild pvl. Short axis color demonstrates mild pvl. Post-operative tte: in long axis view, position of the valve is good. Two leaflets working well with good function and mobility. There is an abnormal leaflet with unclear motion/interaction within valve. Valve is able to close completely, but is not able to open completely due to unclear anomaly. Color short axis view do not visualize anomaly. Observations: based on annular measurements provided a 23mm s3 is the recommended option. Valve deployment appears uneventful. Echo images demonstrate that the valve can close completely. There is an unknown anomaly that is preventing the valve from opening completely. Cannot rule out thrombus. Recommend anti-coagulation therapy, agree with coumadin therapy already prescribed. Investigation is ongoing.

Manufacturer narrative:
The procedural CT and tee images were provided to edwards and reviewed by an edwards physician proctor. The valve was observed to be under expanded. This information was communicated to the implanting physician. A treatment decision (bav, valve in valve) will be made after at the patient¿s 30 day echo. Investigation is ongoing.

Event description:
It was reported by the edwards australian affiliate that one day post transfemoral tavr procedure, tte revealed a non-functioning leaflet. The patient underwent a routine and uneventful transfemoral sapien 3 valve implantation via the right femoral access. Tte post procedure revealed perfect valve function with mild paravalvular leak, which was considered to be related to degree and location of calcification of the native valve structure. Pod1 post procedure routine tte demonstrated a mean gradient of 25 mmhg and one leaflet to not be fully functional. The patient was noted to be hemodynamically stable/asymptomatic. The implanting physician is considering possible future treatment options. Warfarin was prescribed and the patient has been discharged.